Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that the loading units had full staple complements. The loading units were loaded into a pmv representative instrument for functional testing. The loading units were applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock features successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a thoracoscopic lobectomy procedure, the device was unable to be fired, handle could not be squeezed. A new device was used in order to complete the case. No patient injury.